Event description:
It was reported that during a device eval at the MFR, the attachment heated up. This event did not occur during surgical procedure, so there was no pt involvement. There was no user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The attachment was rec'd by the MFR, and the investigation is commencing. A f/u report will be filed when add'l info is presented.